Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and half ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patient felt sharp pain in his upper back whenever the stimulator was turned up, and it was described as a muscle cramp underneath the shoulder blade. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.